Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed error message. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they confirmed the error code in the event log of the device. No other error codes were noted in the event log. The rse recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba). The customer then requested onsite service to evaluate and repair the device. This investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and confirmed that there was a check vent: backup alarm failed error code in the device event log. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the backup alarm failed device issue. The fse completed the preventative maintenance test (pvt) to confirm that the device had returned to full functionality. The device passed all testing included in the pvt and has been returned to the customer ready for use. The investigation concludes that no further action is required at this time.